Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and rewind error. The customer blood glucose level was unknown. The customer also reported minor scratches. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected rewind anomalies noted. No motor error alarm noted. Motor passed motor test. Insulin pump received with minor scratched lcd window. (B)(4).